Event description:
Reporter alleged discrepant blood glucose results of 357 mg/dl back to back with a result of 134 mg/dl when testing was performed 5 minutes apart on the advantage system. Reporter stated eating a normal breakfast and no other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.